Event description:
G-tube found out of the patient lying in the bed upon patient's assessment. Neonatologist md and surgical md notified. Surgery md placed a foley in the g-tube site. Placement verified by xray. Wound care consulted to assess the site. Site packed with aquacel. Grandmother in healthcare profession questioning if tube defective. There was no injury to the patient. A foley replaced the g tube. The g tube site developed an ulcer approx 5mm in size. Skin erythema is improved.the g tube looks to be fully intact without any visual defects. The staff reported the event as a self-extubation and did not indicate any issues with the device itself. We have seen other self-extubations in the neonate population, however there has not been a report of a defective device. Bedside staff have not raised concerns with this type of g tube.